Event description:
The customer reported filament regulator error messages error occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.